Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported the patient was implanted with a device to treat the pain from the nerves in her feet. The patient has been feeling shocking her in her feet. They tried turning stim down or off, but the are not sure if it worked, because they could not tell if the patient programmer was working. The patient programmer was not with the patient to troubleshoot with at the time of the report. The patient indicated that when they tried to decrease stimulation, that the shocking seemed to get worse. The patient indicated that it is not really a bad shock, but it is noticeable. The patient was not sure if the shocking was from the stimulation or something surgery related. The operating manual for the patient programmer was sent to the patient for additional support. The patient was also directed to her health care provider to check the implant. There were no further complications reported.